Event description:
A consumer reported seeing a dark area in his peripheral vision following bilateral intraocular lens (iol) implant surgery. The consumer reported that he was told he had posterior capsule opacification. At the request of the consumer, the surgeon was not contacted. There are two medical device reports associated with the event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. This report was mailed to FDA on: 06/12/2009.